Manufacturer narrative:
The reported events of low pacing impedance, failure to capture, and lead fracture were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any signs of fractures although damage was noted in the middle region of the lead which is consistent with procedural damage.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead was connected to the ppm and the impedance was less than 200 ohms. The lead was checked again and there was no impedance and no capture. The lead was removed and replaced. The physician believes the lead was fractured.